Manufacturer narrative:
Additional information is provided in h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A combined pak was visually inspected and no obvious defects were found. Surgical residue was observed in the cassette and manifolds. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. 10000 cut rate displayed on the screen when the radio frequency identification (rfid) was connected to the console. The sample was tested using a console. The sample could prime, tune with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass (abs) tip and infusion sleeve from lab stock, and passed intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No air leak was detected from the infusion air line during priming process. No message code appeared on the screen. No leakage was found from the pump elastomer or onto the pump area of the fluidics module. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality. Infusion, irrigation and aspiration rates met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. After an investigation of this complaint, no action will be taken at this time as the returned product met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received by the manufacturer and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the aspiration was unavailable during the ultrasound (us) phase of a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient.